Event description:
Litigation papers allege patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Bilateral patient: doi: (B)(6) 2009 (unknown side), doi: (B)(6) 2010 (unknown side), dor: (B)(6) 2010 (left side). Patient is a resident of ca. Update - complaint has been reopened because user facility report has been received, reporting that the patient's right side has been revised due to elevated chromium ion levels and unspecified symptoms. Part and lot numbers provided led to location of an invoice indicating that the implants on the patient's right side are actually pinnacle implants, rather than asr. Doi (B)(6) 2010 - dor (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A copy of the uf report was inadvertently not attached to the initial medwatch. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/23/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions, alval/pseudotumor, and malpositioned cup. An unknown stem and cup are being added to the complaint. The complaint was updated on:10/19/2015.

Manufacturer narrative:
Update - complaint has been reopened because user facility report has been received, reporting that the patients right side has been revised due to elevated chromium ion levels and unspecified symptoms. Part and lot numbers provided led to location of an invoice indicating that the implants on the patients right side are actually pinnacle implants, rather than asr. Doi (B)(6) 2010 - dor (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.